Event description:
The clinician reports the implant was inserted on (B)(6) 2015 in ada 20. On (B)(6) 2021, fracture of the implant was verified. No product was returned to the manufacturer. At the event the patient experienced: pain. No further patient complications were reported.